Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hypoglycemia on (B)(6) 2026. The patients blood glucose level was 20 mg/dl. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.